Event description:
It was reported that during an angioplasty procedure of shunt, the pta balloon was allegedly ruptured at 24 atm and balloon fragments allegedly detached. It was further reported that the balloon was not able to be removed with sheath, so that additional intervention was required to remove the catheter and close the shunt. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta device was returned for the evaluation. During preliminary evaluation rupture was noted on the proximal end of the balloon and fiber disturbance was noted to the balloon. Visual evaluation was performed and noted that device appeared to be bloody. Distal tip of the sheath was observed slightly damaged, bunching was noted to the sheath. Distal end of the balloon was pulled from the catheter and bunching was noted throughout the balloon. Balloon was remain attached at the distal end. Balloon ruptured was noted as a hole observed in the balloon. Functional test was unable to be performed due to the condition of the device. Therefore, the investigation is confirmed for the reported balloon rupture, as a hole was noted in the balloon. The investigation is also confirmed for the reported retraction problem, as bunching was seen through out the balloon. The investigation is confirmed for the identified fiber disturbance issue , as fiber disturbance was noted during the preliminary evaluation. The investigation is also confirmed for the identified break issue, as break was noted to the proximal end of the balloon. The investigation is inconclusive for the identified detachment of the balloon fragment. A definitive root cause for the balloon rupture, retraction problem, fiber disturbance, break and detachment of balloon fragment could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510k number for the conquest pta dilatation catheter products is identified in d2 and g5. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510k number for the conquest pta dilatation catheter products is identified. As the lot number for the device was provided, a review of the device history records will be performed. The device was returned for evaluation. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of shunt, the pta balloon was allegedly ruptured at 24 atm. It was further reported that the balloon was not able to be removed with sheath, so that additional intervention was required to remove the catheter and close the shunt. The current patient's status is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510k number for the conquest pta dilatation catheter products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device was returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure of shunt, the pta balloon was allegedly ruptured at 24 atm. It was further reported that the balloon was not able to be removed with sheath, so that additional intervention was required to remove the catheter and close the shunt. The current patient's status is unknown.